Manufacturer narrative:
Work order (B)(4) was reviewed for part 9013s0012 lot 21b/18/d. No rework or sort performed on this lot. Closed and approved ncr014042 related to this lot in relation to out of specification percent relative humidity (rh) reading of 26.80 % rh recorded in the cleanroom and ncr015437 opened to capture bioburden testing of assembled needles. In process testing and inspections recorded on doc-011247 rev g were reviewed. All samples taken for tests gave acceptable results. The results for hub to cover retention test were within specification which is minimum 1.2kgf. Lowest value recorded was (B)(4)kgf, highest recorded value was (B)(4)kgf. Returns have been requested and a questionnaire has been sent. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
The consultant reports that he has had a couple of episodes of trying to remove the emg needle from the emg holder cable at the end of the test, only to find that the entire plastic surround (including the coloured plastic) has come off but the needle itself remains in the holder. As he would not be expecting this to happen he was concerned about needle stick injuries. The department have kept the batch numbers for reference.

Manufacturer narrative:
Update 29th october 2019. No product has been returned to date for evaluation. As part of the evaluation, the associated DHR was reviewed. In process testing and inspections recorded were reviewed. The results for hub to cover retention test and hub to colour cover retention were within specification. All samples tested as part of this work order passed. Investigation pending the return of the suspect unit.

Manufacturer narrative:
The following test was carried out on a qty of 5 needles (retains): hub to colour cover retention test as per (B)(4) rev s - all needles passed with results within minimum spec of 1.2kgf. Lowest value recorded was 1.785kgf, highest recorded value was 3.785kgf. CAPA: 003896 was previously initiated to address this issue. No complaints have been received on lot numbers produced post the actions implemented in CAPA: 003896.